Event description:
The user facility reported that during an angiogram procedure, a break in the coating was noted near the distal end when the guidewire was removed from the pt. The user facility verified that nothing detached inside the pt. Another guidewire was used to successfully complete the procedure with no pt complications reported.